Event description:
It was reported that the patient's recharging will not turn the device on nor will the patient programmer connect with the device. The patient was last able to charge about a month ago. She had turned the device off for the last month or so because she was not in pain. She saw a full battery on both the recharger and the device. The patient had lost 20 lbs. Within the last month and half or two months, and felt the device more. The patient's son had knocked the device several times while climbing on her, and she had talked to her hcp (health care professional) about the device sticking out further. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3550-29, lot# n167220, implanted: (B)(6) 2008, product type: accessory. (B)(4).